Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: proximal pressure sensor auto-zero failed" error code. There was no patient involvement when the issue occurred. The device was removed from service. No patient or user harm reported.

Manufacturer narrative:
H10: a service engineer (se) evaluated the device and reported that the issue could not be duplicated during a test run. The se noted that the "check vent: proximal pressure sensor auto-zero failed" (diagnostic code: 110b) was confirmed in the event log. As a result, the flow sensor assembly was replaced to resolve the issue.

Manufacturer narrative:
The suspected flow sensor assembly was returned to philips for evaluation. The technician documented the following conclusion/root cause, "the pil (product investigation tab) tech could not confirm the accusation of the ec 1108 noted in the complaint. The pil tech verified that the pil stb (standard test bed) with the suspect flow sensor assembly installed and a temp install of the pil data acquisition pca (printed circuit assembly) installed operated for approximately 25 minutes without issue or error code. In addition, the suspect flow sensor assembly with the pil data acquisition pca installed passes all required pressure sensor testing noted in step 4 of the service manual. No problem found."